Event description:
Our rep is reporting to us that during an arthroscopic acl repair, it appears that the distal end of the 7 mm femoral aimer was slightly bent/distorted which caused the drill pin coming through the cannulation to abrade against the deformed section, which in turn caused some metal shavings to fall into the pt's joint space. All of the debris was easily removed from the body and the procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Mitek is ,at this point in time, in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.